Manufacturer narrative:
Additional information: there were no issues noted with the nc solarice balloon and it did not burst when it was inflated passed rated burst pressure. The physician assessed that the nc solarice balloon did not cause or contribute to the deformation of the stent. Initial reporters phone number. Correction: the nc solarice balloon used for the post-dilatation was not damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent deformation occurred in vivo post deployment. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Resistance was noted during withdrawal of the device. Force was used, but not excessive force. A 3.0x15mm nc solarice balloon was used to post dilate the onyx trucor with 22 bar pressure used. Issues were noted during post dilation and the stent deformed. After post-dilatation of the stent, imaging revealed that the stent was deformed and broken in vivo. It was later confirmed that the stent was only deformed, and the stent was not fractured or detached. The onyx trucor stent was not explanted after imaging identified deformation of the stent. No intervention was performed to secure the stent. An unsuccessful attempt was made to remove the non-medtronic guidewire. The wire tip became caught on the broken stent and subsequently broke the wire tip. A second onyx trucor stent was then placed to secure the broken wire tip, and it was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device (nc solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (nc euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.